Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit fully submerged in 0.2% glutaraldehyde clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears or damages were observed. Leaflets 1-2-3 were in an open position. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. There were no signs of distortion or damage found on the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, both frame paddles remain seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was then fully advanced over the valve to complete the loading process. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Image review: images were submitted to medtronic for review. Eleven media files were provided for review. The patient¿s executive summary was not provided for anatomical review. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Fluoroscopic valve load inspection was performed and a misload was present by overlap to node 4. However, a misload was not identified by the implant team, and the valve was implanted resulting in an infold, which was visible on the provided images. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. The provided evidence showed the infolded valve was recaptured, removed and a new valve was loaded. Fluoroscopic valve load inspection was performed and confirmed a good load. The new valve was successfully implanted, as indicated by the provided images. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012015792); product type: 0195-heart valves. Product ID l-evolutfx-34 (lot: 0012052298); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) non-medtronic balloon due to severe asymetric valve calcification. Fluoroscopy revealed a successful valve load with a crown overlap to node 3. The valve was deployed and the valve was noted to be under-expanded with an infold. A second fluoroscopy projection was performed and confirmed the valve infold. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were used for a successful valve implant. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a procedural delay of approximately 15 minutes occurred until the new valve was prepared. Severe calcification contributed to the infold per the physician.